Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting procedure, the stent failed to deploy analysis of the returned device discovered the shaft detached. It was further reported by the facility that a 6x120x120 epic vascular stent was advanced to treat the target lesion and was introduced through a 6fr non bsc sheath. The physician noticed that the stent was partially deployed while advancing though the sheath. The physician attempted to resheath however, the stent was noticed to be "mangled." The physician continued to resheath and forcefully advanced the device but it was unable to advance further than one third of the way through the sheath. The procedure was completed with another device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received inside an epic shelf box that matched the information on the device. The pull grip was completely pulled back. The stent was completely expanded off the sds. There was no stent damage. The inner shaft was separated into three (3) pieces. The proximal portion was separated 15mm from the exterior sheath. The middle portion (fracture site to fracture site) measured 80mm. The distal portion measured 30mm from fracture site to tip. The inner shaft was buckled and stretched. The appearance of the fracture surfaces were jagged and stretched, consistent with ductile deformation due to tensile overload. There were perforations in the inner shaft proximally from the distal fracture site and 25mm from the distal end of the fracture site. Once the stent is partially deployed, it cannot be ¿recaptured¿ or ¿resheathed¿ using the stent delivery system. In this case, it appears that device use contrary to warnings in the dfu contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. (B)(4).